Event description:
It was reported that during a hemorrhoidectomy procedure, only a quarter of the staple line formed. The other staples were malformed. The surgeon had to reconstruct the lacerated portion with suture. The patient was kept in the hospital for observation for an extra day.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.